Manufacturer narrative:
(B)(4) reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). UDI: n/a. Concomitant medical product: catalog #: 00434901013, humeral stem 10 mm stem diameter, lot # unknown. Catalog #: 00434903600, poly liner plus, lot # unknown. Catalog #: unknown, 6.5mm central screw, lot # unknown. Catalog #: unknown, 4.75mm locking peripheral screw, lot # unknown. Catalog #: unknown, 4.75mm nonlocking peripheral screw, lot # unknown. Catalog #: 115330, comp rvrs shdr glen bsplt +ha, lot # unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2021-00176, 0001822565-2021-00177, 0001822565-2021-00175, 0001822565-2021-00178, 0001822565-2021-00179, 0001825034-2021-00097.

Event description:
It was reported a right reverse total shoulder revision was performed approximately 4 years ago, the initial surgery did not have zimmer biomet products. Subsequently, the patient is being considered for a second revision due to pain.